Manufacturer narrative:
(B)(4). Leak condition confirmed. Device's fill-port cap was removed and solution was observed leaking. Examination of the unit found no evidence of particulate matter under the checkband. However, the checkband was found to have a short-shot condition which caused the leak. No additional observation was noted on the unit. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
According to the report, the customer stated the technician was in the process of filling the device with normal saline and attempted to cap the fill port. When the technician removed the fill port cap, the device started to leak at the fill port.

Event description:
It was reported to baxter that one (1) ce intermate small volume (sv) device was observed leaking "when the cap was removed" before use. It is unknown at this time what cap the customer is referring to. There is no patient involvement. No additional information is available.